Event description:
It was reported that during a colectomy procedure, the device misfunctioned. The crunch was heard. The orange indicator was in the green area. When the surgeon attempted to retrieve the device, it was blocked in the pt. He used force to retrieve it and the anvil tore the anastomosis. The procedure was extended by one hour. The surgeon used two additional devices to complete the case. There was no consequence to the patient.